Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the output was measuring low on the external pulse generator when it was set to 5 milliamperes (ma) or more. It was noted that the output was measuring 9.5 ma when the generator was set to 20 ma. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests and bench tests. No anomalies observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.